Event description:
It was reported that a patient presented with dislodgement resulting in loss of capture noted on the patient's left ventricular lead. This was confirmed under fluoroscopy during the procedure. The lead was capped n on (B)(6) 2024. The patient was stable throughout.